Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported emergency treatment with glucagon and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not confirm severe hypoglycemia on the reported event date. The user¿s mother reported that the dexcom g7 sensor was displaying glucose values in range while a fingerstick measurement was 30 mg/dl. If the cgm sensor was reading inaccurately high, this could have resulted in excessive insulin delivery and subsequent hypoglycemia. Device data also showed frequent use of the pause insulin feature, which would typically predispose to hyperglycemia rather than hypoglycemia. Based on available information, the cause of the hospitalization could not be established; however, a cgm accuracy issue is a possible contributing factor. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 30 mg/dl, resulting in hospitalization. The user was transported by ambulance to the hospital, treated with glucagon and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.